Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 component code.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the patient have an infection? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a debridement and suturing surgery on (B)(6) 2025 and suture was used. The patient had come to the hospital for treatment due to an open wound on his left index finger. Physical examination showed that the patient's vital signs were normal. Patient reported cutting vegetables at home and injuring his left index finger. The wound on his left index finger was about 5cm, flat, red, swollen, and bleeding. The doctor immediately performed debridement and suturing surgery on the patient. The doctor used suture during the surgery, and the patient sutured 4 stitches during the surgery. After the surgery, the wound was bandaged and the patient did not bleed again. The doctor advised the patient to observe carefully at home and avoid getting the wound wet with water to avoid infection. The patient was advised to come to the hospital for wound dressing change the next day, and the stitches were removed seven days later. On the morning of the second day after surgery, the patient went to the hospital for dressing change. The doctor found that the patient's the skin around the thread end of the index finger suture wound is red and swollen, affecting the entire wound, and the patient reports significant pain. The patient had inflammation, the doctor immediately disinfected the patient's locally red and swollen skin with iodine solution, removed the sutures, replaced the sutures, and re sutured the patient's local skin. Three stitches were sutured during the operation, and there was no leakage from the incision. After the operation, the wound was bandaged and the patient was instructed to return home to keep the affected area clean and dry, avoid scratching and getting wet, and prevent infection. The patient took amoxicillin capsules orally for three days. On the fourth day after the operation, the patient came to change the dressing. The patient's left-hand wound had no leakage and the incision was dry. The previous symptoms of redness and swelling were relieved. The patient was informed to continue observation at home. On the sixth day after the operation, the patient came to change the dressing, and the incision at the affected area healed well. The doctor removed the sutures for the patient and informed them to return home to keep the affected area clean and telephone follow-up. Additional information was requested.